Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence, recurrent vaginal vault prolapse, anterior mesh erosion, and a rectocele and a mesh was implanted. The patient underwent the concurrent procedures of anterior/posterior colporrhaphy, mesh revision, and rectocele repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and recurrence. It was reported that the patient underwent a revision of mesh on 02/06/2006 due to erosion of the mesh. It was reported that the patient underwent multiple trimmings on (B)(6) 2006, (B)(6) 2007. It was reported that the patient underwent a revision of the mesh graft on (B)(6) 2008 due to mesh erosion and inflammation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.